Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.